Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft break occurred. The 50% stenosed lesion was located in the calcified iliaca communis. Upon attempting to insert the balloon portion of the ultra-thin sds balloon dilatation catheter through the sheath, resistance was encountered; however, the catheter was advanced to the lesion and inflated twice to 11 atms. Upon attempting to retract the catheter, it broke distally just proximal to the balloon at the sheath level. It was further reported that no guide catheter was used in the procedure. The catheter was removed from the patient without incident. The procedure was successfully completed with this device. No patient injuries or complications were reported. The patient's status is unknown.

Manufacturer narrative:
Product analysis confirmed the difficulty reported in the complaint. A visual examination of the returned device revealed a shaft break at 692mm distal to the strain relief. There was stretching at the distal end of the shaft portion of the device. The balloon was bonded in place at the tip. The balloon was creased with dried blood on the outside and had a 32mm longitudinal tear running distally from the proximal end of the proximal marker band. Two introducer sheaths were also returned. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to operational context due to the anatomical and or procedural factors encountered during the procedure.